Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the patient was undergoing orif surgery with variax fibula plate for fracture of the ulna at (B)(6) 2019. After that, the plate was broken and revision surgery was done at (B)(6) 2019. The patient had mental illness and the surgeon guessed that she hit the surgical area against the wall many times and broke it.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the returned plate is indeed broken as reported. The surfaces of the broken plate indicate a sudden sidewise movement from the patient (unknown incident). That led to the belief that the patient may have indeed caused the breakage due to an uncontrolled incident as she is mentally ill, as reported by the customer. The close up views, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. The returned screws are still intact and only show very minimal traces due to the removal (concomitant items). Based on investigation, the root cause was attributed to be patient related. The failure was caused by actions of the patient, based on the reported event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the patient was undergoing orif surgery with variax fibula plate for fracture of the ulna at 2019/jun/14. After that, the plate was broken and revision surgery was done at 2019/jun/21. The patient had mental illness and the surgeon guessed that she hit the surgical area against the wall many times and broke it.